Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient was pacing at the maximum sensing rate after minimal activity. Autocapture (ac) is currently programmed on, and the patient has stable thresholds. Boston scientific technical services (ts) was consulted and suggested that ac should be left on to preserve battery life and to redo the trending on the minute ventilation to see if they can achieve a more desirable rate response. To date, no adverse patient effects have been reported.